Event description:
Reportable based on analysis completed (B)(6) 2013. It was reported that during percutaneous coronary intervention, following pre-dilation the 2.25 x 20 mm promus element stent system could not be loaded onto the wire. The procedure was completed with another 2.25 x 20 mm promus element stent. No patient complications were reported and the patient status is fine, however returned device analysis revealed that the device was stuck on the wire and the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - visual examination of the returned device revealed the device was returned with a guidewire stuck inside the device, the tip was damaged. An attempt was made to remove the guidewire, however some resistance was encountered upon removing the guidewire from the device and this resistance was causing the lumen to become kinked and accordianed shaped and the stent and balloon to be bunched up. The lumen proximal to the exit port was stretched for approximately 113mm in length. There was solidified contrast media present inside the lumen. The hypotube was kinked at 890mm and several smaller kinks were also noted along the hypotube. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).